Event description:
Patient was undergoing an in-office procedure for removal of right mid abdominal melanoma in situ removal. In office electric cautery machine was set up by nursing staff, provider applied the grounding pad to right lateral/posterior back. When the provider used the cautery pen to the patient, the patient felt a shock that went down his right leg to his right foot. At first all staff and provider thought the patient needed more local anesthetic however patient stated \ "I felt a shock\ ". Provider then stopped using the electric cautery and went to a battery operated one. Patient did fine throughout the procedure and was discharged home as planned.